Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated sodium result generated on the architect c8000 analyzer on one patient. Results provided: (B)(6) 2020 sid (B)(6)= 193.4 mmol/l, another architect = 133.95 mmol/l; normal range: 133-147 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. A review of ticket trending did not identify any complaints that were similar for falsely elevated sodium patient results. The trend review by the product list number found no trends related to this issue. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant results described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no product deficiency was identified.